Manufacturer narrative:
Concomitant products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was placed in the incorrect area of the body. Therefore, the ins and leads had to be replaced by a different healthcare professional (hcp) and they had to take a piece of the spine out. The patient reported that the ins was replaced (B)(6) 2013. The patient reported the manufacturer's representative was working at that time. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient¿s current programming settings are on group d. The patient¿s restore sensor device was explanted at the time their restore prime advanced device was implanted. It was reported that the patient¿s implantable neurostimulator (ins) became ¿detached¿ and they were going to implant another restore sensor device, but due to the size/shape of the ins and the patient¿s personal anatomy, they decided on the restore prime advanced device instead. No further information regarding the outcome of this event has been reported. Indication for use is spinal pain.